Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 169-289 mg/dl. A manual insulin injection was administered to address bg.

Manufacturer narrative:
Device not returned.